Event description:
It was reported that during acl with meniscal repair. Intraoperatively, patient leg was swollen as the water pressure was too high even when pressure setting was at 40mm/hg, then it was adjusted to 20mm/hg follow by 10mm/hg, but water pressure in the patient leg was still high and causing patient leg to be swollen, therefore the surgeon decided to change technic and run the water in gravity; no patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and no issue was observed. The product passed functional testing per factory test with no faults or errors. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump over pressurize, fluctuate, or become intermittent. All functions perform as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the dyonics 25 fluid management system operations/service manual was performed and revealed instructions to properly install inflow/outflow tube sets into the dyonics 25 fluid management system. The review also noted the following precautions: · do not connect a suction source to the outflow barb of the inflow cannula. Overpressurization of the joint can occur if a suction source is connected to the outflow barb of the inflow cannula. · if a pressure warning is displayed it is recommended to confirm that the selected cannula setting matches the cannula in use. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.